Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). On an unreported date, the patient recovered from the peritonitis event. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient failed to follow therapy steps and experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis manifested by stomach pain, which began approximately two weeks prior to the onset of peritonitis. While hospitalized, the peritonitis was treated with unspecified antibiotics and the pd catheter was removed. The patient was switched to and remained on hemodialysis. The patient was discharged from the hospital and was recovering from the peritonitis event. The cause of the peritonitis was the patient line fell on the floor and the patient reconnected. Retraining on proper procedure and aseptic technique was performed with the patient. No additional information is available. This is report 1 of 3 involved in this peritonitis event.